Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary emergency treatment was being performed. The procedure was completed on the same system by using the low load fluoro. The philips field service engineer (fse) visited the system on-site and as part of troubleshooting, switched ups from static bypass mode to normal operating mode then performed multiple fluoroscopies runs and image series at various power levels on the system. The ups service engineer retrieved logs from the ups and conducted measurements. The ups was then switched to battery mode, during which the system displayed the expected notification and changed to low load fluoro mode. The ups engineer further inspected and measured the ups but did not identify any issues. The system was working as intended. However, the issue recurred on another day, where the fse identified the root cause as a hospital power failure. To resolve the issue, the power was restored and the system was restarted, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported exposure issue did not impact the completion of the procedure. The procedure was completed on the same system by using the low load fluoro, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.